Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had their pre-existing tremors and muscle spasms returned while the patient was in the hospital and afterwards because "the patient was getting the medication (oral valium) and thought the healthcare provider was putting in the order and wasn't." No further information was provided. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and complex regional pain syndrome type ii. It was reported that the pump was alarming or beeping and that the pump has run out. The alarm started in (B)(6) 2017 the "(B)(6)" and she went into withdrawal and just got out of the hospital after spending a week there. The patient stated she's not going back to their healthcare provider (hcp) as they "accused her of something they did not do" and is currently having difficulties finding an hcp to manage the pump. The patient is going to follow-up with her surgeon. There were no further complications reported/anticipated.